Event description:
It was reported that the swabs were missing from the foley kit to clean the patient.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect operation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as labeling review could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the swabs were missing from the foley kit to clean the patient.